Event description:
It was reported that patient experienced hyperglycemia due to adhesive issue event on (B)(6) 2026 as infusion set tape not sticking and high blood glucose and treated with manual correction.

Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.